Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
Vp shunt revision. Certas plus w/sg valve in-line with a fixed pressure precision valve. During surgery, the clinician found that the certas plus valve was fractured where siphonguard connects to the valve. Surgeon replaced both valves. The clinician would like the valve evaluated.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The valve is a precision valve with 4 dots. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3029, with lot crnbkm, conformed to the specifications when released to stock in 12th december 2014. No root cause could be determined as no defects were noted with the precision valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.